Manufacturer narrative:
During process of this complaint , attempts were made to obtain complete event information . Further information was requested but not received. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient had an ipg replacement due to battery depletion. Effective therapy was restored post operatively .

Manufacturer narrative:
As received, the battery voltage was below the eri voltage threshold and the ipg had declared end of service (eos). The root cause of the reported observation was due to the implantable pulse generator (ipg) having normal battery depletion and reaching its normal end of life (eol).